Manufacturer narrative:
Deng, y., huo, x., <(>&<)> gao, f. Et al. (2016). The evaluation of clinical effect and efficiency of endovascular treatment for acute ischemic stroke treatment. Chinese journal of stroke, 11(10), 829-835. Doi:10.3969/j.issn.1673-5765.2016.10.004 the solitaire fr devices have not been returned for evaluation; product analysis cannot be performed. Based on the information provided in the article, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure; its cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01180 2029214-2017-01181.

Event description:
Medtronic literature review found reports of stroke and intracranial hemorrhage the purpose of this study was to evaluate the clinical effect and efficiency of endovascular treatment of acute ischemic stroke through use of stroke prognosis specific and non-specific as well as health economics evaluation system. The authors reviewed 82 patients with acute ischemic stroke: 37 patients underwent endovascular treatment with the solitaire fr and 45 patients did not undergo any endovascular treatment. The article notes the 6 of the 37 solitaire patients experienced symptomatic intracranial hemorrhage (sich) post-procedure.